Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.5x20mm target lesion was located in a severely tortuous and severely calcified left circumflex artery (lcx). A 2.50x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it was noted that the structure of device was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.